Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer changed the infusion set. The customer's blood glucose (bg) level was 300 mg/dl and the customer was possibly going to address the bg level with an insulin injection. A system check was performed using the current supplies and the occlusion appeared to be within the cartridge. The customer was to change out the cartridge.